Event description:
It was reported that during the repositioning of the right ventricular lead the physician noticed an insulation anomaly on the right atrial lead. The suture was too high and not on the suture sleeve. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.